Event description:
It was reported that a spectrum pump experienced a keypad error. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received but was not able to evaluate the device. When the evaluation is complete, a supplemental report will be submitted.